Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reset the pump following guidance from technical support, and the malfunction code did not recur, allowing continued use of the pump. The caller was instructed to contact technical support again should the malfunction reappear, which was acknowledged and understood.